Manufacturer narrative:
Date is approximate. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the patient experienced a loss of control at night and urgency and frequency during the day. The patient had not made any adjustments since last in-office appointment about a month prior and the patient had received 4 new programs from the manufacturer representative. Patient was able to sync with their programmer and it showed stimulation was on. Patient was able to increase, however the patient reported they didn't like the vibration feeling and when they increased the settings, so did the vibration. Patient said that when they decreased the setting the vibration went down. Patient reported they would like the system removed, they felt they were a guinea pig for the procedure. Patient reported they experienced a sudden return of symptoms. No further complications were reported or anticipated.